Event description:
The customer observed a falsely elevated creatinine result while using clinical chemistry creatinine assay. The customer provided the following data : initial 545.8 umol/l, retest results were between 82-85 umol/l, repeated 5 times. There was no adverse impact to patient management reported.

Manufacturer narrative:
Initial reporter address: (B)(6). (B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
During investigation the suspect device of the event was updated to the architect c8000 analyzer. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The abbott technical representative (tas) reviewed the instrument logs for (B)(4) and determined that cuvette number 58, (used for the original creatinine result) appeared to have a high cuvette blank reading. The tas advised the customer to clean cuvette number 58, per normal troubleshooting procedures, which resolved the issue. Return material was not available as the cuvette is functional at the customer site. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c8000 analyzer, ln 01g06, was identified.